Manufacturer narrative:
Lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
On (B)(6) 2017 it was initially reported that a female patient was experiencing halos/glare, pain (general discomfort) and a pinching sensation after implantation of a zxr00 23.5 diopter intraocular lens (iol) in the right eye. No suture(s) were required during the surgery. A follow up with the physician was conducted and it was learned that the patient did not complain of any glares/halos or pain postoperatively. Furthermore, the patient also did not complain of any pain or pinching sensation at 10 days postop. The patient returned to the clinic to on (B)(6) 2017 and had the second eye (left) also implanted with a zxr00 iol. On (B)(6) 2017 additional information was received from the patient stating that she has severe glares when going out in the sunlight even though she is wearing sunglasses. She cannot tolerate the glares therefore she is not able to go outside in the sunlight. Patient was prescribed steroids and locula (anti-inflammatory eye drops) on (B)(6) 2017. Patient has very watery eyes when she wakes up in the morning. She feels it is related to straining her eyes since it gets better when she puts on her glasses. Patient has no plans to get the lens(s) explanted as she does not want to go through another procedure at this point. No further information was provided. This report will capture the lens implanted in the right eye. A separate report will be filed the lens in the left eye.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation as the lens remains implanted. Device inspection could not be performed, therefore the reported issue could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency and the reported issue was not confirmed. All pertinent information available to the manufacturer has been submitted.